Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there were inconsistencies between server/station database. The technical support specialist verified that following the disaster recovery and upgrade of the station, no further errors were encountered. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system machines encounter an error when signing in. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.